Event description:
It was reported that when patient presented in clinic, high capture threshold was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.